Event description:
A malfunction was reported on the pump by the caller. There was no reported impact to the customer¿s blood glucose level. The customer was provided with instructions to reset the pump, and the troubleshooting was successful, as the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappears.